Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 107 mg/dl at the time of the incident. The customer stated that the first infusion set would not go in because there were air bubbles. During troubleshoot; the customer was able to deliver a bolus with no issues. The reservoir will not be returned for analysis.